Event description:
It was reported that the user experienced hyperglycemia while using the ilet, and a contact requested insulin-on-board information when not co-located with the device; a review of available pump reports showed correction boluses during a defined period, with education provided that data synchronization would be required to view the remaining boluses. Symptoms included elevated blood glucose with a reported peak of 250 mg/dl and no ketone testing, backup therapy, medical intervention, or assistance required. Outcomes included resolution of hyperglycemia later that night without clinical sequelae. Investigation included review of available device data and user interview. Investigation of this case revealed that the high glucose was associated with unannounced intake, consistent with device performance and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior and cause unclear for any device contribution. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.